Manufacturer narrative:
(B)(4).

Event description:
It was reported that few days post implantation, lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Patient's condition was fine.